Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor had a broken grey connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse repaired and verified the device according to original equipment manufacturer, and verified software attributes. Based on results of device investigation, the reported issue was confirmed. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.